Event description:
Had an MRI of neck/shoulder. I have permanent eyeliner and within 5 minutes had severe burning/pain of both eyes. My eyes were swollen and painful. Had to visit ophthalmologist. He took photos, examined eyes and advised it was due to MRI reaction and given eye drops. Eyes were swollen for 5 days. Right eye swollen past nose. Both nearly closed. I was never asked if I had tattoo before MRI administered. When examiner notified, I was given wet cloth and put back in machine for 20 more minutes where burning continued. (B) (6).